Manufacturer narrative:
The replaced section of the percutaneous lead has been returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that wear and tear was visualized on the percutaneous lead. Add'l info confirmed that on (B)(6) 2013, the MFR performed a percutaneous lead distal end replacement.